Event description:
As reported by patient via ent web form: message: in 2022 I had a stryker hip replacement and now I'm having pain and trouble walking. I have had no falls and have done no high impact actions. My doctor said everything appears fine but my hip is not right. Please advise what should be done.